Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the drill bit broke after the surgeon drilled the bone, the surgeon was reversing. It was reported that it broke because of the excess use. No reported instruments left in patient. The procedure was not delayed. There was no patient harm reported. No additional information about the event is available at this time. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional device product codes: hsz, gfa, gff. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the investigation of the complained drill bit shows that the tip broke off but is not available for inspection. Further investigation based on manufacturing and material documents shows conformity to its specification. Instrument has been produced in 2013. No failure in material or manufacturing could be detected. Based on investigation results and referencing the reported event regarding excess use we can confirm with highest likelihood that mechanical overload caused the broken tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.